Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had shown right ventricular (rv) lead noise in the past, and the rv lead and the left ventricular (lv) lead ports were switched. During recent generator change, device measurements were tested, and it was identified that when not switched, cross chamber blanking, and pacing inhibition in the original lv lead were noted. During system evaluation, the original rv lead, now in the lv port was exhibiting loss of capture at high capture thresholds. In addition, when using the correct intended port, asystole was experienced. Reprogramming options were discussed. This crt-p system remains in service. No additional adverse patient effects were reported.